Manufacturer narrative:
Zip code: (B)(6).

Event description:
It was reported that when the wand was connected to the quantum2 it won't output energy. The procedure was completed with competitor device. No patient injuries, complications or significant delay were reported.

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: (1) there could have been a power surge to the controller which could have caused the electrical component failure or (2) failure of an internal component causing no output from the controller. There are no indications to suggest the device did not meet product specifications upon release into distribution.